Event description:
It was reported that a patient presented via merlin.net transmission. Upon review, it was observed that the implantable cardiac defibrillator exhibited myopotential oversensing. On (B)(6) 2017, the asymptomatic patient presented in clinic for a follow up. Noise was reproducible with isometric testing and pocket manipulation. The device was reprogrammed successfully.